Manufacturer narrative:
The manufacturer is attempting to require the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Due to the device not being available for evaluation, a specific cause for the reported thrombus could not conclusively be determined. However the device¿s approved labeling lists device thrombosis and death as adverse events that may be associated with the use of the left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). An (B)(6) registry report was received which indicated that there was clinical evidence of pump thrombosis. The pt expired on (B)(6) 2013.